Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the connector module to be out of alignment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wj54, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
A manufacturing representative (rep) reported that the lead would not insert into the implantable neurostimulator (ins). It would not advance past the third electrode on the lead while inserting into the ins. The set screw was loosened and tightened many times to see if that was the issue. It did not seem to be. The doctor was very careful as to not loosen it too far. Loosening did not help the lead advance any further. They tried multiple times to re-seat the lead into the ins. The doctor decided he did not want to put any more strain on the lead and wanted a new battery. They implanted a new ins and the lead seated properly without any issues. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The patient's relevant medical history includes gastrointestinal/pelvic floor. The ins was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.